Event description:
During ventilation in the MRI room, the ventilator intermittently displays a fan error. The error does not occur outside of the MRI room. The device alarms visually. There was no serious deterioration in the health of the patient, user or other person. Medical intervention was not required. Investigation is ongoing.